Manufacturer narrative:
Received a 5f dignity mini for evaluation. A visual inspection revealed a hole within the base of the port and several scratches at top of port around the septum and one gouge in the side of the port. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. The device was forwarded to the engineering department for evaluation. Based on the results of the engineering department's investigation, the base of the port with the septum removed revealed several gouge marks and one possible pock mark with needle penetration of the base. The port base may have been compromised by the type of infusate or by the process of infusion and as a result a needle penetrated the floor where the thickness was reduced. The material used for the port is polysulfone. It is widely used for implantable devices and is known to have good chemical resistance. Unfortunately, we are unable to determine the cause or factors that may have contributed to this event.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
Port replaced due to reported leakage around the injection site. After removal the surgeon noted there were 2 leakage points along the base. There was no evidence of any clot in the catheter.